Event description:
It was reported that the device is overheating and leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI number not available, date of event no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
One device was received for investigation with a cracked tank cover, broken led's, and outdated pcb and power switch. Visual inspection and functional tests were performed by filling tank with water, attaching temp check, plugged in line cord, and turned on the power switch. The over temp alarm was going off and the device was leaking. The complaint is confirmed. The over temp alarm was out of calibration and there are cracks in the tank cover at the corners where the screws attach the tank cover to the enclosure. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 1999 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.